Event description:
Additional information received reported that the patient¿s experience with the manufacturer was not good. The patient didn¿t know why they were sent the survey and the manufacturer never answered the questions they had. The patient was always told to contact their physician and was not pleased at all with the service they got.

Event description:
It was reported that a patient had a urine sample taken and it was determined that she had a urinary tract infection. The patient was given medication for it about three days prior to the report and she had been taking it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3889-33, lot# v132935, implanted: (B)(6) 2011, product type: lead. (B)(4).